Manufacturer narrative:
A complete lead measuring 64.5 cm was returned for analysis. External insulation abrasion breaching the optim sheath was noted at 17.0 cm-17.4 cm from the connector pin. The outer insulation was wrinkled at 40.9 cm from the connector pin. Rib clavicle crush was noted breaching all cable lumens and inner coils at 32.2cm -31.5 cm from the connector pin. X ray analysis confirmed the coil damage due to clavicle crush. During electrical testing the lead shorted while manipulating the lead at the clavicle crush region. This is consistent with the observation from the field of noise. All other damages found are consistent with that occurring at the time of explant.

Event description:
It was reported that the right ventricular lead exhibited recurrent noise, which was not reproducible. Physician elected to explant the lead. A new lead was implanted. Patient was stable prior, during and post implantation procedure.